Event description:
The hcp reported in inadvertent intrathecal baclofen overdose.the pt had been on oral baclofen and did well on intrathecal baclofen trial. The drug bolus and rate of adminstration were incorrectly programmed. The pt was unresponsive, but breathing on their own. The pump was stopped approx 4 hours later. The pt was under observation. A follow-up report will be sent if additional info becomes available.